Event description:
The customer reported that the insulin pump alarmed button error while bolusing and she was unable to clear the alarm. The blood glucose reading was 165mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. All buttons functioned properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.